Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. No other alarms preceded the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and power error 35 noted in the history download due to moisture damage on the force sensor. The electronic assembly and keypad flex traces was corroded. The motor had moisture damage. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump had a cracked case at the battery tube side, a scratched case, a pillowing keypad overlay and a stained keypad overlay.